Manufacturer narrative:
Samples received: 1 open pouch (without second pack but first pack is closed). Analysis and results: there are no previous complaints of this code batch. (B)(4). Tightness test to the sample received has been performed and the unit is tight. Visually, the thread surface appearance of the sample received is correct and the usual one. The coating is the usual one and there is no difference in the sliding of the thread compared to standard. Sometimes, multifilament threads present some little waves along the thread surface. This is due to a little different tension during the braiding process. It could cause slight roughness in the thread but it does not affect the functionality of the product. Final conclusion: although the results of the samples received fulfill the specifications of OEM, note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The thread is damaged and the thread does not slide during use.